Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed power error detected. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. The alarm was not resolved. The customer treated blood glucose readings with a manual injection. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operational currents within specification and passed self test and displacement test. No blank display anomalies were noted. Pump trace download analysis confirmed the pump alarmed power error, low battery alert, power loss alarm, replace battery alert, replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error, low battery alert, power loss alarm, replace battery alert, replace battery now alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with minor scratched display window, case and keypad overlay. Unit was programmed with test glucose meter. Unit communicated properly and recorded the value properly from glucose meter.